Event description:
It was reported that this right ventricular (rv) lead had exhibited unknown product performance anomaly. This rv lead surgically explanted and was replaced with same model. This rv lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the outcomes attrib to adv event field (b2) in section b, adverse event/product problem. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Analysis identified no evidence of defect, malfunction, or damage beyond what would be expected from normal medical use.

Event description:
It was reported that this right ventricular (rv) lead had exhibited unknown product performance anomaly. This rv lead surgically explanted and was replaced with same model. No additional adverse patient effects were reported.